Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary IV of vancomycin was ordered to infuse for 90min. After 20 min. The vancomycin bag was noted to be completely emptied. The nurse put aside the pump and tubing. The biomed was able to replicate the event and noticed the all the fluid from the bag rapidly started flowing out of the secondary and into the primary bag.

Manufacturer narrative:
Conclusion code field: no available code for undetermined or unknown cause. The customer¿s report that the secondary bag of vancomycin emptied into the primary was confirmed. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a 0.00650¿ long particle, identified to be cellulose, between the housing seal and the diaphragm. The root cause of the check valve failure is due to a particulate found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particulate was not identified.